Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that the valve was explanted after an implant duration of approximately 14 years and 3 months. The reason for explant is unknown. The explanted device was replaced with a model 3300tfx23mm. Multiple follow up attempts were performed with the healthcare provider; however, no additional information has yet been provided.

Manufacturer narrative:
Report of an explanted porcine aortic valve after an implant duration of 14 years and 3 months. Multiple follow up attempts with the healthcare provider were unsuccessful in obtaining the reason for explant and/or additional information. Furthermore, the explanted device has not been returned to edwards for evaluation. Therefore, the specific root cause of this explant cannot be determined or evaluated. Bioprosthetic valve failures are dependent on multiple factors including patient condition and intrinsic properties of the valve itself. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. No further action is required at this time. Additional information will be reported if received.